Manufacturer narrative:
The device was not returned for analysis as it was implanted in the patient; therefore the complaint could not be confirmed, and the event cause could not be determined. The lot history record review of the reported lot number showed no discrepancies that may have contributed to the reported experience. Note: per pipeline flex IFU (instructions for use): select an appropriately sized pipeline flex embolization device such that its fully expanded diameter is equivalent to that of the largest target vessel. An incorrectly sized pipeline flex embolization device may result in inadequate device placement, incomplete opening, or migration. The system is designed to allow for 2 full cycles of resheathing of the pipeline flex embolization device. Resheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. The first device involved in the same event was reported in MDR# 2029214-2015-00935 (B)(4).

Event description:
Medtronic (covidien) received report that two pipeline flex devices did not fully open. The patient was being treated for an unruptured, saccular aneurysm in the left supraclinoid internal carotid artery (ica). Patient's anatomy was minimally tortuous. Landing zone artery size was 3mm distal and 5mm proximal. The first pipeline flex (MDR# 2029214-2015-00935) was navigated with normal resistance and was partially deployed; it did not fully open distally and was flat 7-15mm from the proximal end. Several resheathing/re-deploying attempts as well as some wagging attempts were unsuccessful in opening the device. The pipeline flex was resheathed and removed. A second pipeline flex was attempted (MDR# 2029214-2015-00936); this device also did not fully open distally and was flat proximally, but it was fully deployed. Two resheathing/re-deploying attempts were unsuccessful. After the microcatheter passed through the device, the proximal end fully opened. The distal end of the device required balloon angioplasty to fully open. Angiographic result immediately post-procedure was slow flow. There was no report of patient injury as a result of this event.